Event description:
The facility returned the device for service. During service testing, baxter service technician reported that the batteries in the device were depleted. No patient incident or injury has been reported with this device.